Manufacturer narrative:
The device was returned to the manufacturer for further investigation. No relevant device failure was identified. The device log was downloaded and analyzed by the manufacturer. The reported event points to a warmstart, but no direct entry for a warmstart was found in the log. The log analysis shows that during the event most likely closed tracheal suction was performed. Closed suction, which is not recommended by instructions for use, can cause extreme flow and pressure dynamic, which could have resulted in data inconsistency for the device internal ventilation monitoring and the device had performed a warmstart to restore internal data base. There exists no log entry for a warmstart, but the device was switched off by user immediately and probably there was not enough time for the log entry. This likely scenario is not a device failure, but the device would have behaved as specified for the observed suction conditions. Correct use of suction function is described in the instructions for use. Recommended and supported by evita 4 is open suctioning with oxygen enrichment periods. A warmstart needs about 12s and thereafter ventilation is continued with the previous settings. The warmstart is accompanied by alarms.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that the evita 4 failed during use on patient. The screen became dark and the device stopped ventilating. It was later confirmed that the device generated alarm. No injury reported.